Event description:
It was reported that the procedure was to treat the first marginal in the left coronary. An attempt was made to direct stent with the pixel (contrary to IFU); however, difficulty was encountered trying to reach the lesion, so the delivery system was withdrawn. The vessel was peredilated, the pixel was introduced again, and it easily reached the lesion. An attempt was made to inflate the balloon, but it was not possible to exceed four atm. It was though that there was a problem of the circuit; therefore, the tap placed on the valve was removed and another attempt was made to inflate the balloon by connecting the device directly. This was unsuccessful; a stagnation of melange-contrast on the distal extremity of the catheter was noted, and the delivery system was removed. The stent, if not perfectly apposed to the wall, was correctly positioned. In the meantime, the pt experienced hypotension and thoracic pain. Embolization of the treated marginal branch was evident, which resulted in cardiac arrest and death of the pt. Out of the pt, the delivery system balloon was inflated in a full water basin, and a leak was noted on the balloon, distally.